Event description:
It was reported that the patient received a result of 260 mg/dl on the aviva system and the patient was having symptoms of hypoglycemia. The patient tested his blood glucose on an unknown non-roche meter within 10 minutes and the result was "around 300 mg/dl". The patient was feeling shaky and his son took him to the hospital. The blood glucose result at the hospital was 38 mg/dl. The hospital result was not taken within 10 minutes of the patient's meter result. The patient was treated with an IV of unknown contents. The patient was transported to another hospital where he was admitted for 4 days. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.